Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables were used to continue the pt treatment without incident. The dialyzer was reused prior to this report, exact number of times unknown. No pt injury and no medical intervention was required.